Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2017 at 6 pm the paramedics was dispatched because the customer had a low blood glucose of 24 mg/dl. The customer had passed out. The customer was treated with insulin intravenous therapy. The customer was wearing the insulin pump at the time of the incident. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.